Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited a white foreign material in the air/water (insufflation) channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it was not possible to identify the foreign matter and there was leakage detected from the instrument channel and the scope body. It is possible that the reprocessing has not properly been implemented due to the leak. A definitive root cause cannot be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.